Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Hip revised due to dis-association of the head from trunnion of stem.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding disassociation involving a metal head and accolade stem was reported. The event was confirmed following review by a clinical consultant. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant concluded: "cup malposition in low inclination and absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper." Device history review : all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review : re have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant confirmed the disassociation event the root cause was determined to be cup malposition . Further information such as return of device, operative reports, better quality x-rays, patient history & follow up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Not returned.

Event description:
Hip revised due to dis-association of the head from trunnion of stem.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Hip revised due to dis-association of the head from trunnion of stem.